Event description:
Customer advised problem with an intraosseous needle. During a rescue attempt (patient subsequently expired), when the needle was inserted into the bone, the metal catheter should have remained insitu but the trocar went through the bone and the cannula pushed up into the hub; 18g needle used in an adult tibia. Excessive force. Patient expired.

Manufacturer narrative:
Lot # not provided by reporter. Expiration date unknown as lot number is unknown. Death is not listed in the instructions for use. Component broken is not listed in the instructions for use. No product was returned to assist in this investigation. Per specification, a 100% visual examination is performed, verifying that the cannula is molded or glued securely into the hub and glue is smooth. The query in the event description indicates that this was an "adult". The IFU warnings include: "recommended for use in children under 24 months of age. If used in patient over 24 months, the high-density steel-hub design should be used to provide greater stability in bones that are more dense." The root cause for this complaint will be listed as failure to follow warnings/label. We will continue to monitor for similar complaints. Risk mitigation is not required at this time due to insufficient risk per quality engineering risk assessment.